Event description:
It was reported that the device had a power on reset and that the elective replacement date was not visible. The device is still in use, but will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was a patient alert for a por (power on reset) for vdd por, and a por for vreg monitor (micro supply) on (B)(6) 2011 at 21:24:57 and 21:35:39.